Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination of the transmission, over-sensing of myopotentials was noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended but were not yet completed. No patient consequences were reported.